Event description:
Procedure type: colectomy. According to the reporter: after the procedure, the surgeon noticed that the patient was bleeding. The patient was reoperated that very same day.

Manufacturer narrative:
(B)(4).